Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens explant). Lens work order search: no similar complaint types reported for units within the same lot. Conclusion code:off-label use [anterior endothelium chamber depth < 3.0mm (2.92mm)] (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -8.50 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to low vault.

Manufacturer narrative:
Additional information: the original lens was exchanged with an artisan lens. Device evaluation: lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
(B)(4).